Event description:
It was reported that a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set leaked at the hub. Leakage occurred less than 24 hours after placement, leading to removal and replacement of the catheter. The hub material was noted to look different from previous devices, and the hubs were described as 'flimsy' and less secure no other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D1 - brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set e3- occupation: cns (clinical nurse specialist) this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 (annex a). Investigation ¿ evaluation. It was reported that a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set leaked at the hub. Leakage occurred less than 24 hours after placement, leading to removal and replacement of the catheter. The hub material was noted to look different from previous devices, and the hubs were described as 'flimsy' and less secure. No other adverse effects were reported for this incident. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. Cook received one used catheter. Leak testing of the device noted leakage from the red hub. Visual inspection of the red hub confirmed there was a crack. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint devices. Cook reviewed the sales history for this customer and identified three lots sold to the customer in the last 3 years. A review of the DHR for the three lots did not identify relevant non-conformances. A search on the sub assembly and raw material lots found one related non-conformance. There are 100% inspections in place to identify this failure before shipping, and all non-conforming product was scrapped. A database search for complaints on the three lots found no complaints reported from the field. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field.¿ cook also reviewed product labeling. The product IFU, [c_t_ctulmabrm_rev7] ¿cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ provides the following information to the user related to the reported failure mode: warnings: ¿the safe and effective use or central venous catheters with power injector pressures (safety but-off) set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit of 10ml/sec. To safely use catheters with a power injector, the technician/heath care professional must verify prior to use that the maximum safety cut-off pressure limit is set at or below 325 psi and that the maximum flow rate is at or below 10 ml/sec. Do not exceed the maximum flow rate of 10 ml/sec. Exceeding the maximum flow rate of 10 ml/sec may result in catheter failure and/or catheter tip displacement. Power injector machine pressure limiting (safety cut-off) settings may not prevent over-pressurization of an occluded catheter. Precautions: ¿catheter should not be used for long-term indwelling applications.¿ based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that the main cause of failure was a component failure without a design or manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Appropriate measures have been taken to address this failure mode. A CAPA was previously opened for further investigation. Among other variables, over-engagement of external components onto the hub may contribute to cvc hub cracking. The use of hemostats or lubrication, such as fluids remaining on the hub, during application of external components may further contribute to over-engagement, introducing additional forces to the hub. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.